Manufacturer narrative:
(B)(4).

Event description:
Rejected by (B)(6) no death indicated. Procedure: lap. Partial resection of small intestine. Customer states that in use for closure of artificial anus, the first fire of idrive was successful. He/she started fire with the second sulu, but the firing stopped just before the end of the staple line. He/she returned the knife blade by pushing button. Malformed staples were removed and the staple line was oversawed. Doctor says that he/she think the tissue was not thick nor hard and nothing got stuck in the jaws during fire. Operating time not extended. No tissue damage, nothing fell into the cavity. No bleeding. No patient harm. The patient is in good condition.